Event description:
It was reported that following implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered four inappropriate shocks due to air entrapment. Provocative maneuvers were performed with no noise able to be produced. Therapy was turned off and expected to be reactivated prior to discharge of the patient. This device remains in service. No additional adverse patient effects were reported.